Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown. Additional 510k numbers: k011028 and k013227. Device not returned.

Event description:
It was reported that the buccal plate broke during installation of the implant. The implant was removed and the site was grafted. Tooth site 29.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified dried blood and bone, signs of use and no apparent malfunction. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report. D4: device expiration. D4: UDI. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.